Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified vessel. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation before the rated burst pressure for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.